Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of photophobia one month post bilateral lasik. Pt has been placed on a taper schedule with steroid drops. Photophobia has improved. There are two medical device reports associated with this event. This report references the left eye.